Manufacturer narrative:
The cause for the discordant positive advia centaur xp toxoplasma g result is unknown. Siemens has requested the patient sample for further testing. The limitations section of the instructions for use (IFU) states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
A positive advia centaur xp toxoplasma g (toxo g) result was reported by the customer and the result was questioned by the physician. The positive result was considered discordant compared to patient's test history. A new patient sample was drawn, tested on alternate toxoplasma g test methods and the results were negative. The patient sample was retested on the advia centaur xp and the result was positive. A corrected report was issued. There are no reports that treatment was altered or prescribed or adverse health consequences due to discordant advia centaur xp toxoplasma g (toxo g) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00134 on (B)(6) 2016 for a false positive toxoplasma igg test result and MDR 1219913-2016-00134 supplemental report 1 on (B)(6) 2016 for additional test information. On (B)(6) 2016 - additional information: the returned patient sample was test by siemens for anti-nuclear (ana) and anti-mitochondrial (ama) and it was determined that these antibodies are not interfering with the advia centaur xp toxoplasma g (toxo g) assay. The results of heterophilic blocking tube (hbt) and non-specific antibody blocking tube (nabt) testing performed by the customer, does not indicate heterophilic or non-specific antibody interference. This is not considered a product issue as the instruction for use (IFU) initial relative specificity for the advia centaur xp assay is 98.6%. The cause for positive advia centaur xp toxoplasma g result is unknown. No conclusion can be drawn. The limitations section of the instructions for use (IFU) states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." The instrument is performing within specifications. No further investigation is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00134 on 08/02/2016 for a false positive toxoplasma igg test result. On 08/25/2016 - additional information: the customer tested the patient sample with a heterophile blocking tube (hbt) and non-specific antibody blocking tube (nabt). The results do not indicate a heterophilic or non-specific antibody interference. Siemens has requested the patient sample for further investigation. Hbt result: 16.4, nabt result: 16.4.